Manufacturer narrative:
Concomitant products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID neu_set_screw, serial# unknown, product type accessory; product ID neu_wrench_acc, serial# unknown, product type accessory; product ID neu_wrench_acc, serial# unknown, product type accessory; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger. (B)(4).

Event description:
It was reported that during an internal neurostimulator replacement the setscrew would not back out of the header. It was noted that after trying two different wrenches the only option was to cut the extension and replace it.